Event description:
It was reported that during the implant procedure, the left ventricular lead could not be implanted due to the guidewire stuck inside it. The lead was replaced, and there was no adverse event for the patient before, during and after the procedure.

Manufacturer narrative:
The reported even of the guidewire stuck inside the lead was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.